Event description:
New information noted that the device was removed and replaced on 2018. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the fatigued patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator was found to be in backup operation. No known intervention was performed. No further information was available.

Manufacturer narrative:
The reported field event of backup operation was confirmed in the laboratory. The cause of the backup operation could not be determined, as the data from that time period was could not be evaluated. The device was reverted out of backup and tested on the bench, and no further anomalies were found.